Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas e 411 analyzer (disk system). The initial result was 0.087 ng/ml. The repeat result was 8.37 ng/ml.